Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wire failed to reach the bottom of the lead. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that no stylet was returned with the lead a medtronic sample stylet was used and performed stylet insertion test. If information is provided in the future, a supplemental report will be issued.